Event description:
Revision surgery - the patient was suffering from a massive cuff tear several years after the total shoulder arthroplasty was performed. The implants were removed and the patient was revised to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy a rotator cuff tear after six years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the 24th complaint for this part number: eight for stability/poor joint issues, five due to trauma, three for pain, two for a failed hemi, two for dislocation, one due to wear, one device loosening, and one for malposition. This is the first complaint for this lot number. The root cause for the rotator cuff tear was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.